Manufacturer narrative:
This report is being filed based on the report of, "when using the jt probe for the second leg, impossible to get the guidewire out." The device is not expected to be returned for analysis, therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information and event date was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: the patient had calcifications of both limbs. We used the jt for the left leg with a satisfactory result, but at the time of withdrawal, the guide is still attached to the probe. After various attempts, we managed to remove it. A new priming has been done to rinse the probe. The guide used for the procedure was a 0.014 thruway (several had to be used). Actually, once the guide out, it was unusable. When using the jt probe for the second leg, impossible to get the guidewire out. We could not treat the patient with this technique.

Manufacturer narrative:
Sections age or date of birth, sex, weight, date of event, event and adverse event problem have been updated to include the additional information received from the distributor.

Event description:
Additional information received from the distributor on 7/23/2019 indicates the procedure was treatment of the 2 femoral axes of the right leg and femoral popliteal muscles on the left. The thruway wire was unable to be used to complete the procedure on the right leg. The procedure on the right leg was completed using a stent. The condition of the patient after the procedure was well.